Event description:
The customer reported the device's pacer functionality was not working. There was no patient involvement.

Manufacturer narrative:
(B)(4): the customer reported the device's pacer functionality was not working. There was no patient involvement. The device was evaluated by the customer. The issue was isolated to the control pca. The control pca was replaced to resolve the reported symptom. The device remains at the customer site for use after passing all required testing. The control pca caused this malfunction. Replacement of the control pca resolved the issue.